Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduction in the intrinsic amplitude. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via a reduction in the intrinsic amplitude. The device sensing vector was programmed to the secondary sensing vector during both shocks. Technical services discussed having the patient do a treadmill test to observe for a rate dependent change in the intrinsic morphology. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduction in the intrinsic amplitude. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.